Event description:
Pt has mtastatic breast ca. On 2/5/96, port catheter inserted in left arm using standard technique with complications. On 6/12/96 admitted to hosp for chemotherapy. Nursing unable to access her arm port and sent to radiolgy for a dye study. Md found that her catheter had been severed and segment migrated to heart. Interventional radiology snared segment and replaced new port.